Event description:
It was reported that low pacing lead impedance was noted.

Event description:
New information stated that suspected externalized conductors were noted via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information stated that the lead was capped and replaced.